Manufacturer narrative:
Investigation including root cause analysis is progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that a restart message displayed before and during a procedure. Add'l info was rec'd reporting it was necessary of the surgeon to manually extract the remaining crystalline fragments from the pt's eye with a syringe. The surgery was completed without further incident following a 15 minute delay. There was no harm or injury to the pt.